Event description:
The pace/sense portion of this lead was capped and replaced on (B)(6) 2012 while replacing the ICD. The associated iegm strips showed the pace/sense portion of this lead had high thresholds. The shock portion of this lead remains actively implanted. Should add'l info become available this file will be updated.